Event description:
During a rotator cuff repair, the surgeon was using a footprint ultra peek anchor. After inserting the anchor and applying tension to sutures, the anchor reportedly broke. All broken pieces were removed from the patient. The four limbs of sutures were threaded through the anchor and tension was applied to the sutures. As a result of the incident, the surgeon was required to complete the procedure using a different technique, the mclaughlin method (mini open trans-osseous repair) and the four sutures were threaded through a bone tunnel. Reportedly, the surgeon usual practice is to thread the two limbs of sutures through the anchor and apply stronger tension. There was a 30 minute surgical delay reported. There were no patient injuries or complications reported. The reporter was unable to provide a lot number, therefore no date of manufacturer or expiration is available.

Manufacturer narrative:
Evaluation summary: one delivery device and one broken anchor were retuned for evaluation. The delivery unit was examined and the inner driver was found to be bent, consistent with possible off axis insertion. Based on the observation it is more probable that the anchor broke upon insertion as opposed to during tensioning of the suture, as suspected by the complainant. Per the instructions for use, footprint ultra pk suture anchor 10600584 rev. D, ¿establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole.¿ a complaint history and DHR review for this lot could not be performed as the lot number was not provided. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No root cause related to the manufacture of the device can be established. (B)(4).